Manufacturer narrative:
The pump passed the displacement test, however, the pump alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. The pump was received with minor scratches on the lcd window and on the reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that the piston came out the back of the pump. Customer stated that it came out about 1/8th of an inch. Customer received a compromised force sensor system alarm. Customer first noticed that the issue about a month ago. Customer stated that the drive support cap was flushed. Customer reported that during prime/rewind, when the piston goes flush, it would push the drive support cap out. Customer mentioned that he has a construction job. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.